Manufacturer narrative:
(B)(4).the service engineer evaluated the device, verified the reported issue, and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba), which resolved the reported issue.

Event description:
It was reported that the ventilator had stopped cycling. There is no reported patient involvement associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.